Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 190 mg/dl. Reportedly, the issue resolved itself. Customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.